Event description:
It was reported that revision surgery was performed due to infection. Two stage revision performed.

Event description:
Pt was revised to address acetabular loosening and vertical position. Osteolysis discovered intraoperatively.